Event description:
While at bedside, draeger vent made popping sound; sounded gas, not electrical. Machine displayed error code, however was not captured real-time. Infant taken off vent and provided ppv. Vent changed out. Infant tolerated change well. Clinical engineering has been cleared to work directly with the vendor to include pulling of vent logs and operational inspection.